Event description:
During an intramedullary nailing of a pediatric growth bone fracture the inserter broke at the back end while the surgeon was inserting the 2.5mm ti elastic nail. Another inserter was not available. The broken portion could not be removed from the nail so the nail was removed and replaced with a slightly smaller diameter nail. The broken inserter and nail will be returned together for evaluation. There was approximately a 20 minute delay. Patient outcome was reportedly good. This complaint is on the inserter. This is 1 of 2 reports for complaint (B)(4)

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Additional narrative: one inserter for titanium elastic nails was returned, the inserter for titanium elastic nail was received broken into two parts with an elastic nail stuck inside of it. The t-handle is broken and separated from the threaded cannulated shaft. The t-handle knob assembly shows hammer marks on the proximal head and it¿s consistent with not using the recommended slide hammer. Also, the t-handle has hammer marks on the distal side of it which is indicative of off angle hammering. Furthermore the blue handle on the shaft of the inserter shows hammer marks which is indicative of not using the recommended slide hammer. The chuck head of the inserter show tool marks and has an elastic nail stuck in it. The knurling has been impacted with a tool most likely a vice grip. This complaint is caused by applying off angle hammering consistent with the marks on the distal and proximal sides of the t-handle and also, off angle marks on central knob causing the t-handle to break. The breakage of the t-handle was due to inadequate design. The design has been updated to address the fracturing of the distal handling. This complaint is valid from a design perspective.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that head piece of the inserter is broken off. A nail is stuck in the chuck. Heavy marks of excessive use at the plastic handle, at the movable rim of the chuck and as well on top of the broken head piece. The lot number 8016128 was part of the preventive action, which was carried out in the year 2008, and was removed from the market then. This preventive action was made because a breakage between shoulder part and polymer handle can occur by hammering onto the upper surface of the top part of the inserter. Material analyses have shown a change of the polymer characteristics after sterilization as well as a technical change of the spindle.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.